Manufacturer narrative:
The customer¿s report of leaking at the anti-siphon valve was confirmed. Functional testing observed a leak at the engagement between the bottom of the anti-siphon valve and tubing sleeve components. The observed leaking is due to excessive pressure being able to be exerted during the push of the fluid from the 10ml volume syringe. The root cause of the observed leaking at the anti-siphon valve was identified as excessive pressure being exerted during the push of the fluid from the attached 10ml syringe.

Event description:
The customer reported a leak at the anti-siphon valve of an IV set without any additional details about the event. Although requested no additional information has been provided. There is no report of patient harm.

Manufacturer narrative:
Concomitant products: 100ml baxter bag ndc (B)(4), lot p351445, exp dec 2017 0.9% sodium chloride injection;10ml bd syringe, ref 306502, lot 617311b, exp 20 jun 2019 0.9% sodium chloride injection; therapy date unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak at the anti-siphon valve of an extension set without any additional details about the event. Although requested no additional information has been provided. There is no report of patient harm.